Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to the patient experiencing pain with device use. The patient was reimplanted with another cochlear device.